Event description:
It was reported that this left bundle branch (lbb) lead exhibited a product performance issue. The patient underwent a procedure to surgically abandon the lead and implant a new product. No additional adverse patient effects were reported.

Manufacturer narrative:
Additional information was requested. This investigation will be updated should further information be provided.